Manufacturer narrative:
Weight medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were used and prepared per the instructions for use (IFU). It was also reported that there are pieces of the catheter that have been cut, and the remaining coil pieces are sticking out of the ends, however the full catheter was not returned. A continuous flush was not used. No continuous drip lines hooked were up to the catheter, but contrast was used to image post-deployment of each coil, and the catheter was then flushed appropriately each time. No resistance was noted when the coil was being removed.

Manufacturer narrative:
The concerto pushwire stuck within a broken segment of the progreat 2.7f catheter was returned for evaluation inside of a cardboard shipping box and within a sealed biohazard plastic bag. The rest of the progreat 2.7f catheter along with the implant coil was not returned as they were discarded. Therefore, any contributing factors from the catheter and the coil could not be assessed. The tack weld replacement crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at approximately 50.0cm, 70.0cm and 144.5cm from the proximal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be stretched. No other anomalies were observed. Based on the analysis finding, the customer reports of ¿coil resistance/stuck in catheter¿ and ¿pre-mature detachment¿ were confirmed. The coil pushwire was returned stuck within a broken segment of the progreat 2.7f catheter; and the implant coil already detached from the pushwire. The progreat 2.7f catheter was not returned. However, the progreat 2.7 catheter appears to be compatible for use with the concerto coil as it has an inner diameter (ID) of 0.025¿ (via online). Possible causes of ¿resistance during delivery¿ and ¿premature detachment¿ include movement of the concerto through severe tortuosity, resistance and difficulty during delivery or positioning. The customer reported that there was resistance during delivery and the continuous flush with heparinized saline was not maintained during procedure. It is likely that the lack of continuous flush contributed to resistance during delivery; which led to damaged pushwire and the implant coil to become detached. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during coiling treatment, the coil was advance into the microcatheter but encountered resistance and did not exit the catheter. The coil was then attempted to be removed from the catheter, however, upon the removal the coil unintentionally detached and was left within the catheter. The catheter was then removed from the patient. No patient injury occurred.